Event description:
According to the report, this was the surgeon¿s first robotic tmr case. The fiber broke at the distal end right above the most distal grasper ring. A new fiber was opened and the surgeon completed the case without further incident. He also did a second robotic tmr case after this one and everything went perfect. The surgeon stated no impact to the patient, but due to two handpieces being used, the surgery was prolonged.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, two sologrip iii handpieces (ta-03839-29 and ta-03839-30) sparked at the hand held portion. The procedure was aborted without injury to the patient or staff. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. The batch record was complete, accurate, and fully approved. The device history record for the handpieces and crystalflex subassembly were reviewed. One discrepancy report was associated with the manufacture of the crystalflex subassembly. At the time of manufacture of this lot, the crystalflex bill of materials had been revised to incorporate the distal midsection required for the redesigned product. Lot ta-03839, however, was not being built to the redesigned specifications, so the previous midsection was needed. The final product met the specifications of the previous design of the handpiece, so there was no impact to the product distributed to the customer. The damage to the handpieces is indicative of user mishandling. Upon visual evaluation, both handpieces appeared slightly charred. For ta-03839-29, the thumbslide would not move completely within the handpiece. The handpiece was opened and the fibers were found to be severed. Charring was present inside of the handpiece where the fibers were severed. The heat produced by the laser had caused the fibers to bond to the plastic interior of the handpiece. For ta-03839-30, the exterior of the handpiece appeared deformed from heat and the plastic had bubbled. When the handpiece was connected to the hene laser, the light energy only emitted from this deformity on the handpiece. The handpiece was opened and the fibers were found to have been severed and bonded to the interior of the handpiece. Charring was also present in the area where the fibers were severed. The observed damage was most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber at the proximal end of the handpiece. When the laser is pulsed it produces extreme heat which can result in breakage of the fiber bundle at points of strain. In response to complaints of handpiece failures, the handpiece has been redesigned to ensure that the problem is resolved. Corrected data: the initial report was incorrectly submitted under MFR report # 2950727-2013-00041. This final report is submitted under the corrected number, 2950727-2013-00049.

Event description:
According to the report, the surgeon said that the sologrip iii handpiece sparked in the handpiece and the procedure was stopped. This happened with two handpieces.